Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one of the stations was not appearing in the health site viewer. The customer was unable to view the stock out report for that station. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to view station in health sight viewer (hsv). A technical support specialist dialed into the server, checked the hsv settings, confirmed able to view multiple stock out notification in the hsv for all the facilities in hsv, ran query related to stock out bulletin, confirmed last stock out bulletin was printed, checked all the settings related to hsv and enabled the display notice for 'stock out'. The customer then confirmed that the critical low was not working correctly and stock out was working correctly after performing a stock out for a drug. The tss then advised the customer based on the knowledge article, ¿hsv not showing some stock out or critical low notices ¿to configure the required options in patient encounter system. The customer then confirmed that critical low medication notifications were appearing in hsv after proper setup. The system functioned as intended after the technical support specialist investigated the device.